Event description:
It was reported that the customer received a button error alarm on the insulin pump, and he does not feel a spring on his up arrow, which appears to be depressed. His blood glucose level was 96 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up button dome switch. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case on the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.